Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from a patient's right eye due to mechanical complications. It was learned that the mechanical complications are described as patient with blurred vision fluctuating throughout the day and being unable to see street signs. The incision was enlarged during the explant. Suspect iol was replaced with another model, aab00, +20.5 diopter. There were no other interventions such as vitrectomy or sutures required. The patient was in a stable condition post-op and no injury reported. No other information was provided.

Manufacturer narrative:
Section d9. Device available for evaluation? Yes. Returned to manufacturer on: mar. 25, 2022. Section h3. Device evaluated manufacturer? Yes. Device evaluation: visual inspection under magnification revealed that the lens was received stuck to gauze. The lens was cleaned, and no issues related to or could have contributed to visual issues were observed. No handpiece was received as part of this return. Based on the complaint investigation results the complaint issue could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one complaint was open at the time of this investigation therefore cannot be confirmed. Based on the results, no escalation was required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.